Manufacturer narrative:
The insulin pump passed rewind test, prime test, excessive no delivery test, self-test and error test. The pump was unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. The pump passed all operating currents tested within the spec range and passed off no power test. The pump was received with broken battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. (B)(4).

Event description:
Customer reported via phone call indicating high blood glucose readings and damage from the insulin pump. The customer woke up with blood glucose of 479 mg/dl in the morning. The customer treated with manual injections of 11 units. Since (B)(6), the customer noticed cracks on the rims of the reservoir area. The customer stated that she might have dropped the pump. The insulin pump will be returned for analysis.